Event description:
On (B)(6) 2007, I had a total hip replacement, my implant is called the (B)(4) which is causing many different issues in my body. And here's a few I'm concerned about: the implant is popping and clicking all the time and doesn't feel as tight in there as before; like with time, it's wearing and changing fast in there. And then my blood tests have come back positive for cobalt and chromium, which has me really scared of what these metals are doing to my body inside. Also all of a sudden I'm having these bad headaches which I looked up online and they are like a migraine headache which causes dizziness, sickness to my stomach, and I see these spots everywhere, and these prisms at the sides of my eyes, and I have to stop everything and hold my head and go to bed and make sure there's no light anywhere and hold a pillow over my head with pressure to relieve the pressure on my brain. And after the headache, I feel so drained I sleep for hours. And in my life time, I've never, ever had this happen to me. Well with all that said I believe this pinnacle is the cause of all this and I feel the FDA needs to be aware of the use of these metal on metal implants. They are making people sick. Dates of use: (B)(6) 2007 - (B)(6) 2011.